Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the g5 transmitter would not pair with the g5 application. Dexcom representative advised the patient father disable bluetooth, uninstall the mobile application, restart the smart device, enable bluetooth, and re-install the application which was successful: patients father was able to pair transmitter. No additional patient or event information is available.